Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) have a leak in the helium cylinder pressure regulator gauge. No patient involvement reported

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. No leaks were detected. The fse adjusted the incorrect cylinder position and replaced the missing o-ring. The equipment was ready for use.